Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm trifusion t/l catheter was returned for sample evaluation. Functional, gross, visual, tactile and microscopic visual evaluations were performed. The complaint sample was returned with all clamps disengaged. Suture wire was noted tied to the catheter and bifurcate. A split was noted on distal end of the tissue cuff. Upon infusion in white luer, a leak from the split was noted, aspiration was attempted and was unsuccessful. Infusion and aspiration were patent to blue luer and red luer. No other anomalies were observed. Therefore, the investigation is confirmed for the reported fracture and fluid leak issue. However, the investigation is inconclusive for the reported material hole as no material hole were noted in sample analysis. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the hole was allegedly found on the catheter just distal to the cuff. It was further reported that fluid leak was allegedly found from the insertion site after flushing. After the removal of the line, all the three lumens were allegedly leaked from a spot in the catheter just distal to the cuff. It was also reported that crack was allegedly found after the line was removed. Furthermore, the patient experienced extravasation. However, the patient was treated with medication. Reportedly, the catheter was pulled and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the hole was allegedly found on the catheter just distal to the cuff. It was further reported that fluid leak was allegedly found from the insertion site after flushing. After the removal of the line, all the three lumens were allegedly leaked from a spot in the catheter just distal to the cuff. It was also reported that crack was allegedly found after the line was removed. Furthermore, the patient experienced extravasation. However, the patient was treated with medication. Reportedly, the catheter was pulled and replaced. The current status of the patient is unknown.